Event description:
It was reported that the patient experienced asystole and dizziness. During a follow-up in clinic, the symptoms were replicated during a device sensing test. No intervention has been performed and the patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of device sensing test causing asystole was not confirmed. A software investigation was performed by reviewing session records and/or data logs provided from the customer. Based on the information provided and without device return, weekly r wave measurement and sense tests were postponed for the past 6 weeks. It was determined that the tests were postponed due to a decrease in intrinsic heart beats. The device was performing as specified.